Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) detected high pacing impedances on a non-boston scientific right ventricular pace/sense lead. A review of the pacing impedances noted to be in the 400 ohms range over the past few months. No adverse patient effects were reported.

Manufacturer narrative:
The physician has elected to continue to monitor this issue via latitude and normal follow ups. All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Another high pacing impedance measurement was observed and a loss of capture as well. As a result the non-boston scientific lead was surgically abandoned and new lead was successfully implanted for the rate/sense function.